Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii, halo device was used during a midurethral sling for incontinence procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician had difficulty advancing inside the patient. The physician attempted to pass the trocar through the trans-obturator space multiple times but could not get it to pass the way he wanted it to, noting each pass to be difficult. However, no visible damage on the device was observed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.